Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instrument jammed when the surgeon attempted to fire the device. Another instrument was used to complete the case. There was no consequence to the pt.